Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Investigation is in process. A follow-up report will be provided.

Event description:
No medical intervention was required for this event.

Manufacturer narrative:
Investigation: the disposable sets were unavailable for return and further investigation. The customer stated that the reactions were caused by citrate toxicity and were resolved by administering calcium tablets orally. Although the donors experienced discomfort, there were no serious adverse events. No medication was necessary for the donors. None of the procedures were terminated due to the reactions. According to the 16th ed. (B)(6) technical manual, adverse reactions see at the time of donation or those reported later average about (B)(6) of donations. Terumo bct recommended the customer to decrease the ac infusion rate management setting. Root cause: the cause of the citrate reactions is donor physiology.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a donor had a citrate reaction. No further information is available atthis time. It is not known at this time if medical intervention was necessary for this event. Patient information is not available at this time. The disposable kit is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file¿s ac infusion rate was analyzed for this event. All ac infusion rates were within the configured limits. Run data file analysis confirmed the system performed as intended.